Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer replaced the insep latch with magnet for drawer 4 (main full height). The engineer ensured the new insep latch was properly secured and that the latch and sensor were correctly aligned. The drawer was opened and closed multiple times to confirm that the latch closed properly and that the magnet was detected by the sensor. The customer recovered drawer 4, and no further failures were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 failed and required maintenance error occurred stating that "failed hardware and require maintenance". The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.